Manufacturer narrative:
The qcs were within the specified ranges on the date of event. No general reagent problem was found because the qcs were within the specified ranges. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e411 disk is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter received a questionable hcg+beta elecsys result from one patient sample tested on the cobas e411 disk. On (B)(6) 2024: the initial result of the initial patient sample was 4.9 iu/ml. The repeat result of the initial patient sample was 6416 iu/ml. On (B)(6) 2024: the result of a new patient sample was 8089 miu/ml. This result confirmed the repeat result.